Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received indicates the ipg was replaced to address this issue.

Manufacturer narrative:
Patient weight is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has been experiencing pain at the ipg site. Surgical intervention may take place at a later date to address the issue.